Event description:
A literature review was conducted on a retrospective cohort analysis evaluating 39 adult extracorporeal cardiopulmonary resuscitation (ecpr) patients, comparing outcomes between those receiving 13fr (n = 18) versus 15fr (n = 21) arterial cannulas. The primary endpoint was the rate of distal perfusion catheter (dpc) placement for suspected cannula-associated limb ischemia. Secondary endpoints included extracorporeal membrane oxygenation (ECMO) flow parameters, illness severity markers, duration of support, and 30-day survival. The study population consisted predominantly of men (68.5%), with a mean age of 49 years and a mean body mass index (bmi) of 30. The following medtronic devices were used for all procedures: 13fr bio-medicus cannulae and 15fr bio-medicus cannulae. The results were analyzed separately between the two populations (13fr and 15fr). Among patients who underwent cannulation with the 13fr cannulae, 33% of deaths were reported within 24 hours. In this population, adverse events included 8% cannulation site bleeding, 8% cannula malposition, and 17% requiring distal perfusion catheter intervention due to limb ischemia. Among patients who underwent cannulation with the 15fr cannulae, 38% of deaths were reported during ECMO support. In this population, adverse events included 10% cannula malposition, and 48% required distal perfusion catheter intervention due to limb ischemia. The causes of death were not specified. Based on the available information, the deaths may have been attributable to the medtronic product. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
G.2: citation: authors: nizar osmani, sundeep guliani, trenton wray, isaac tawil, todd dettmer, keith azevedo, jessica mitchell, miranda morrison and jonathan marinaro journal name: perfusion year: 2026 issue number: 0(0) volume number: 0 pages: 1-8 title: comparison of 13fr versus 15fr arterial return cannula for v-a ECMO in ecpr literature reference: doi: 10.1177/02676591261420656 the earliest date of publication has been used for b3 (date of event). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.